Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred during aspiration of the sheath. The hemostatic valve was confirmed to be defective, and the sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.